Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The unit has power, but a clicking noise is heard instead of the factory default message when in voice and in voice and tone modes. Unit passes tests when in tone mode. There is battery leakage on the battery flat contacts and one of the battery springs is bent. The battery door has a red sticky residue; therefore the battery door does not slide smoothly. There are also scuff marks on the green over mold and the outside of the sensor receptacle. (B)(4).

Event description:
Customer reported that the alarm does not work. Customer has no other product information. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.